Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established additional information : device available for eval?, returned to manufacturer on, device eval by manufacturer? ,imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported during a software upgrade in a testing environment there was an issue with the unit not connecting to the network. A software upgrade was performed. Afterward, check IV alarm initiated when connected to any compatible pcu for testing. There was no patient involvement.

Event description:
It was reported during a software upgrade in a testing environment there was an issue with the unit not connecting to the network. A software upgrade was performed. Afterward, check IV alarm initiated when connected to any compatible pcu for testing. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported during a software upgrade in a testing environment there was an issue with the unit not connecting to the network. A software upgrade was performed. Afterward, check IV alarm initiated when connected to any compatible cpu for testing. There was no patient involvement.